Event description:
Supplemental report is being submitted due to the completion of the investigation on 14mar2023.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: the echo-19 device of lot number c1984033 involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Lab evaluation: n/a. Document review including IFU review: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 of lot number c1984033 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1984033. The notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is evidence to suggest that the customer did not follow the instructions for use, as the user used a device which they identified was damaged prior to use which would be considered user error as per ifu0101"visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". Image review: n/a. Root cause review: a definitive root cause could be attributed to user error as the user used a device which they identified was damaged prior to use which would be considered user error as per ifu0101 "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". Summary: complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Reported that the syringe was slightly bent at the end. Procedure still complete and device worked okay. When they opened the packet, the syringe was bent and at one end on two occasions. The devices will not be returned no action required. Procedures were complete okay. Feedback for quality purposes. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.